Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that after speaking with the patient, the ins was no longer working or battery is almost dead. No other information is known or if normal battery depletion has been confirmed. The called does not know the managing hcp currently but did mentioned the physician in the data registration as the implanting of the ins. There were no patient complications reported as a result of this event.